Event description:
It was reported that the water could not be cooled down, the reading of chiller temperature (t4) temperature was very cold in an arctic sun device. Possibly malfunction of the hot gas valves. Per review of wo on 17apr2025, device was used on patient. No injury on the patient. Replaced another one arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The complete initial reporter phone number that was provided is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water could not be cooled down, the reading of chiller temperature (t4) temperature was very cold in an arctic sun device. Possibly malfunction of the hot gas valves. Per review of wo on 17apr2025, device was used on patient. No injury on the patient. Replaced another one arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty t4 thermistor. The arctic sun 5000 was evaluated upon receipt. During the evaluation, it was found that the device was not cooling properly. Water could not be cooled down, the reading of t4 temperature is very cold. The reading of t4 temperature is very cold is confirmed. T4 read ~4°c without any water in the tank alarm 113 is confirmed through the event log. Temperature sensor harness was replaced, which includes new t4 thermistor. Device underwent post repair functional verifications. Coin cell was replaced (lot # 22617 with lot # 22715) due to age. Evaporator outlet tubing was replaced due to expansion and to prevent intermixing. Unit was cleaned. The arctic sun was functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration were performed. Fdl was inspected and tested. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complete initial reporter phone number that was provided is (B)(6). Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.